Event description:
It was reported that the patient experienced urethral erosion with the artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. The device will be activated in six weeks. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.